Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12034. It was reported the pt stopped using his device on month ago. It was also reported the paddle of the charger was getting hot while charging causing the pocket to heat and become uncomfortable. The pt was advised to follow the charging recommendations in the letter. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.